Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on december 3, 2019. They noted they did discuss/confirm the following information with the physician. They reported they met with the patient on (B)(6) 2019. The patient's pain was reported to be caused by a fall and had nothing to do with the stimulator. The patient was going to see their doctor to evaluate the acute pain. The rep reported that a patient feeling stimulation is simply a function of how high they have the amplitude, so the patient's report to them about feeling stimulation in certain positions was normal. No further complications were reported or anticipated.

Event description:
Additional information was received from the rep on november 7, 2019. They reported the hcp office had scheduled a meeting for the rep to meet with the patient. Follow up was sent to the rep to try and obtain additional information. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient saw the hcp and rep on (B)(6) 2019. The patient said the rep said the stimulator was working and the hcp said the pain was in the patient's head. The patient said the pain was not in her head and she was still having pain in her legs. The patient said her hcp did an ultrasound and checked for pad and the results came back negative. The patient said the hcp gave her an injection in her knee and that has helped, but she was still having leg pain and could barely walk. The patient said if the stimulator wasn't going to work then she wanted it removed. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has severe pain from the left side down from her waist to her ankle. The patient said the pain was excruciating and she was on her feet for 10, 15, 20 minutes and then she can't walk due to the pain. The patient said she gets shocked if she puts her arms above her head, or if she sits on the toilet. The patient said her nerve pain prior to the ins was on the right side, and now it had progressed over to the left. The patient said they have been in pain for about 2 weeks, but later stated the pain began a few weeks prior to the report. The patient tried increasing stim and called the hcp, but the hcp told the patient to call the manufacturer. No further complications were reported.